Event description:
Micro-insert perforation of uterine wall occurred during device placement followed by bleeding. The doctor did an immediate laparoscopy, found that the micro-insert was protruding from the uterus and therefore, used hysteroscopic graspers to remove the micro-insert laparoscopically. Physician provided follow-up details: deemed removal medically necessary to remove the device that perforated the uterine wall. Pt is fine. Physician feels the bleeding "could" be due to damage to a local vein and may possibly be result of abnormally soft uterus.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.